Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not be returned for evaluation to date. Based on the information received, the complaint is inconclusive and the root cause is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a stenting procedure for a pseudoaneurysm, in a left upper arm av graft, the device did not deploy. The procedure was done sheathless, using a 0.035 glide wire. The doctor did not have any difficulty advancing to the intended site and the path was not tortuous. The system was removed and the procedure was completed with another device without difficulty. There was no reported injury to the patient.